Event description:
There were telemetry issues between the implanted pump and physician programmer. The hcp changed programmers 3 times and the pt had been moved 3 times to rule out possible environmental electromagnetic interference. The pump was still unable to be read. The programmers were functional. The pt removed her pants which had rivets up and down the side of the leg. The pump was then able to be successfully read. A pump memory error was noted. The drug concentrations had changed. Therapy was stopped. The pump was reprogrammed, including a bridge bolus. All programming was verified as correct. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).